Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the black box showed unexpected reboots on 08/20/2015. The returned battery cap threads were stripped and the battery compartment was cracked in two places. The returned battery cap was unable to secure to the pump. There was evidence of moisture corrosion found in the battery compartment. Leak testing revealed a leak at the battery compartment cracks. The pump was unable to power n due to the moisture and the battery cap damage. The pump remained unresponsive with use of a test battery cap. The pump cover was removed and no issues were found with the power circuit. There was evidence of further moisture corrosion found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.